Manufacturer narrative:
(B)(4). The device history review for 1.5:1 cutter serial number (B)(4) was reviewed and noted no related non-conformances, requests for deviation (rfd) or any other issues with the repair. The record review found no issues with the device and all verifications, inspections and tests were successfully completed. No lot or serial number was provided of the mesher involved with the event. As such, no device history record or previous repair record reviews can be performed. The reported event was confirmed by the service technician who evaluated the returned cutter. On (B)(6) 2019, it was reported from (B)(6) hospital that there was an issue with a 1.5:1 cutter for a zimmer skin graft mesher. The customer returned a 1.5:1 cutter serial number (B)(4) for evaluation. Evaluation of the cutter on (B)(6) 2019 noted that the cutter did not produce a passing test mesh. The customer was quote for a new cutter and the cutter was returned to the customer without further incident. The cutter was tested and inspected. Reference number (B)(4) on (B)(6) 2019. While the service technician found that the cutter did not pass testing criteria and not create a passing test mesh, it cannot be determined from the information provided as to what caused the cutter to not produce a passing test mesh. Therefore, a specific root cause of the reported event cannot be determined.

Event description:
It was reported that the device had an unknown issue with the cutter. No alleged event against the mesher no mesher information is available. No patient involvement. Investigation found that the cutter did not pass the test mesh. No adverse events were reported as a result of this malfunction.